Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not syncing and data synchronization was incomplete. However, there were no delays, adverse events or injuries reported based on this event.